Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that, patient faced issue with infusion set as the tubing detached from cannula insertion site after being in use for 2 days. The site location was at lower back. No further information available.